Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set that there was tubing separation or kink. The following information was provided by the initial reporter: customer states tubing is detaching during use.

Manufacturer narrative:
The manufacturing location for this product is OEM nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h.10.

Manufacturer narrative:
The following information was provided by the initial reporter: b.5. Describe event or problem: issue has been updated to tube push-off. F10: imdrf annex e grid code: updated to a1050206. H.6. Investigation summary: material #: 367283. Lot/batch #: 23a2381. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination, and another 8 retention samples by functional testing, and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set that there was tube push off of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer states tubing is detaching during use. The connector that goes into that plastic tube that is popping the tube off."